Manufacturer narrative:
Site (B)(6) declined to provide patient information. On 06/23/2016, software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system unexpectedly became unresponsive. In trouble-shooting, the navigation system was re-booted several times, displayed an error message no input, then after another re-boot, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.